Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008 along with concurrent insertion of sling- mid urethral obturator and posterior revision mesh.a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the pt underwent a gynecological procedure on (B)(6) 2008, to treat recurrent stress urinary incontinence and a sling was implanted. The pt experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. The pt also experienced pain, erosion, extrusion, infection, urinary problems, recurrence and bleeding. No additional info was provided.